Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system solution sets with duo-vent spike were too thick/rigid and were not compatible with installing into the pump. The sets were forced into the pump which resulted in ¿occlusion¿ alarms. These issues occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.